Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right after a cryo ablation procedure, changes in the patient's vital signs were observed. An echocardiogram was performed, and pericardial effusion was confirmed. Drainage was performed. The case was completed with cryo. Additional information reported that after isolation of the pulmonary veins was performed, blood pressure and heart rate increased right before additional ablation was completed with an electrophysiology catheter to treat the remaining pulmonary veins potentials. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. There were no issues for the date of the case. The catheter was not returned for investigation. Multiple clinical issues (pericardial effusion and hypertension) were encountered right after the procedure and changes in the patient¿s vital signs were observed. There was no indication of a product malfunction. If information is provided in the future, a supplemental report will be issued.